Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 508 (mg/dl). While in the emergency room, the customer was treated with intravenous insulin as well as lantus and humalog injections. Blood glucose levels had decreased to 308 (mg/dl) when the customer was discharged from the ER later the same day. Troubleshooting with tandem technical support was declined.